Manufacturer narrative:
A correction supplemental report is being submitted for the aware date changed from 14-feb-2022 to 09-feb-2022 and for event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that pneumonia was suspected.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and correction. Sections b1, b5 and h6 were corrected. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. There was insufficient information regarding the reported "vad downtime" event. As a result, the reported event could not be confirmed. Additional information received from the site indicated that the patient experienced altered mental status, as well as a seizure and global hypoperfusion. A computerized tomography (CT) scan showed no acute ischemic changes. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurologic dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurologic dysfunction events. Possible factors that may have contributed to the neurological dysfunction event include the reported "vad downtime", the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had an altered mental status of unclear etiology likely in the setting of vad downtime.

Event description:
It was further reported that the controller was inspected and there appeared to be a bent connector pin.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description has been updated and additional device was added for the controller that was exchanged. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2020 / serial #: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 07-mar-2019 h5: no h6: patient ime code(s): e0109 h6: imf code(s): f08, f12, f2203, f2303 h6: img code(s): g0403401 h6: FDA device code(s): a040609 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections to: additional products: from: d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2020 / serial #:(B)(6) to: d4: model #: 1403us / catalog #: 1403us / expiration date: 31-may-2021 / serial #:(B)(6) from: UDI#(B)(4) to UDI #: (B)(4). From: h4: mfg date: 207-mar-2019 to: h4: mfg date: 20-may-2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) stopped when the patient was switching to the back up controller.

Manufacturer narrative:
If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient did not experience seizure and global hypoperfusion; the differential diagnosis for altered mental status also included seizure and global hypoperfusion. Neurology was consulted. There were no indications for anti-epileptic therapy or electroencephalogram. The patient was treated with an oral calcium channel blocker and diuretic as well as intravenous (IV) heparin.

Manufacturer narrative:
A supplemental report is being submitted for additional information, investigation completion, and a correction. B5 was corrected to indicate that the patient did not experience seizure and global hypoperfusion; the differential diagnosis for altered mental status included seizure and global hypoperfusion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported vad stop during controller exchange could not be confirmed. Additional information received from the site indicated that the patient experienced altered mental status. A computerized tomography (CT) scan showed no acute ischemic changes. It was further reported that the patient did not experience seizure and global hypoperfusion. The patient consulted neurologist and had no indications for anti-epileptic therapy or electroencephalogram. The patient was treated with an oral calcium channel blocker and diuretic as well as intravenous (IV) heparin. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, a possible root cause of the reported vad stopped can be attributed to a disconnection of the driveline from the controller, during a controller exchange process as described in the event details. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurologic dysfunction events. Possible factors that may have contributed to the neurological dysfunction event include the reported "vad downtime", the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for and update to the investigation completion. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported vad stop during controller exchange and ¿bent connector pin¿ could not be confirmed. Information received from the site indicated that the patient experienced altered mental status. A computerized tomography (CT) scan showed no acute ischemic changes. The patient did not experience seizure nor global hypoperfusion. The patient consulted neurologist and had no indications for anti-epileptic therapy or electroencephalogram. The patient was treated with an oral calcium channel blocker and diuretic as well as intravenous (IV) heparin. It was further reported that the patient was hospitalized and that an x-ray revealed that the left lower lung was hazy. The patient was treated with a five day course of antibiotics due to leukocytosis and opacification. It was also reported that pneumonia was suspected. Additional information provided by the site indicated that it was aspiration pneumonia and the type of infection was bacterial gram-negative for enterobacter cloacae and serratia marcescens. The patient were also treated with norepinephrine intravenously. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, a possible root cause of the reported vad stopped can be attributed to a disconnection of the driveline from the controller, during a controller exchange process as described in the event details. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported ¿bent connector pin¿ event can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery, adapter cables and/or data cable. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Per the instructions for use, neurological dysfunction and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infecti on. Possible factors that may have contributed to the neurological dysfunction event include the reported "vad downtime", the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to b5.desc evt problem and h6. Patient codes (ime/annex e). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was aspiration pneumonia and the type of infection was bacterial gram-negative for enterobacter cloacae and serratia marcescens. The patient were also treated with norepinephrine intravenously.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported vad stop during controller exchange and ¿bent connector pin¿ could not be confirmed. Additional information received from the site indicated that the patient experienced altered mental status. A computerized tomography (CT) scan showed no acute ischemic changes. The patient did not experience seizure nor global hypoperfusion. The patient consulted neurologist and had no indications for anti-epileptic therapy or electroencephalogram. The patient was treated with an oral calcium channel blocker and diuretic as well as intravenous (IV) heparin. It was further reported that the patient was hospitalized and that an x-ray revealed that the left lower lung was hazy. The patient was treated with a five day course of antibiotics due to leukocytosis and opacification. It was also reported that pneumonia was suspected. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, a possible root cause of the reported vad stopped can be attributed to a disconnection of the driveline from the controller, during a controller exchange process as described in the event details. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported ¿bent connector pin¿ event can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery, adapter cables and/or data cable. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurologic dysfunction events. Possible factors that may have contributed to the neurological dysfunction event include the reported "vad downtime", the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and also for additional event details. Additional products: d4: model #: serial or lot#: (B)(6). FDA method code(s): FDA results code(s): c20 h5: FDA conclusion code(s): d14 product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported vad stop during controller exchange and ¿bent connector pin¿ could not be confirmed. Additional information received from the site indicated that the patient experienced altered mental status. A computerized tomography (CT) scan showed no acute ischemic changes. It was further reported that the patient did not experience seizure and global hypoperfusion. The patient consulted neurologist and had no indications for anti-epileptic therapy or electroencephalogram. The patient was treated with an oral calcium channel blocker and diuretic as well as intravenous (IV) heparin. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, a possible root cause of the reported vad stopped can be attributed to a disconnection of the driveline from the controller, during a controller exchange process as described in the event details. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported ¿bent connector pin¿ event can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery, adapter cables and/or data cable. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurologic dysfunction events. Possible factors that may have contributed to the neurological dysfunction event include the reported "vad downtime", the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event was reopened is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hospitalized and that an x-ray revealed that the left lower lung was hazy. The patient was treated with a five day course of antibiotics due to leukocytosis and opacification. Approximately four days later, the patient became stabilized and was transferred out of the intensive care unit (ICU).

Manufacturer narrative:
This information was received from the product surveillance registration mechanical circulatory support therapy base study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced seizure and global hypoperfusion. A computerized tomography (CT) scan upon admission to the hospital showed no acute ischemic changes. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.